Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of cracks in shaft. Visual inspection did show the distal end of the main tube exhibited damage. A dye penetrant test was performed to check for the presence of cracks. The red dye and white developer material was applied to the shaft to visualize any cracks. Only white and no red color was observed on the shaft after the developer dried, indicating no cracks. Engineering also found the distal end of the main tube had various scratch marks with light material removal. The scratches were .070 - .700 in length and both axially and not axially aligned with the tube axis. The evidence was inconclusive, but the non-axial deep scratches/gouges damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the permanent cautery hook instrument was inspected per the field alert for cracks in shafts and this one was found. No patient harm, adverse outcome or injury was reported.